Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a wedge segmental resection procedure, the first firing had no problem. The surgeon sets a new reload and confirmed the green button flashed, then tried to fire but failed. They replaced it with another reload, the surgeon set it and confirmed the green button flashed, then he tried to fire the device, but the firing was not performed, either. They used another device and the procedure was completed with no problem. The surgical time was extended by less than 30 min. The event occurred during the procedure, but the product was not used for patient.